Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed and error icon. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver was charged and will not boot. The receiver data log could not be downloaded or retrieved. The complaint confirmation was confirmed. The root cause could not be determined.